Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss with all monitored gz transmitters. No patient harm or injury was reported. Investigation summary: communication loss could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm in a hemodynamically unstable patient, leading to associated complications. Real-time monitoring remains intact on bedside monitors that can still alert caregivers to changes in vital signs or heart rhythm. An alarm is given when communication loss occurs, allowing caregivers to find alternate methods of patient monitoring. Communication loss does not create any biological, chemical or radiologic hazard that could have a significant public health impact. The issue of communication loss on the cns was resolved when the host1000 application was turned on in the customer's telemetry host server. The customer reported that nk was performing server maintenance at the time of the event. The issue most likely occurred as a result of human error during server maintenance performed by nk representatives. The cause of the host1000 application not being on cannot be determined. No further issues were reported for pu-621ra sn:574 related to host1000 or communication loss. Other host1000 servers at the customer's facility were working as intended. This would indicate that this was an isolated incident and does not indicate a tendency for host1000 failure. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss with all monitored gz transmitters. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss that is affecting all monitored transmitters (gz's). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: gz's: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni. Rns: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss that is affecting all monitored transmitters (gz's). No harm or injury was reported.